Event description:
Reportedly, the status light of smartview hotspot (sn: (B)(6)) remained orange. The patient tried re-plugged the power cord and reconnected the connection cables several times. However, the situation remains unchanged.

Manufacturer narrative:
Analysis synthesis: - upon reception, the returned home monitor was tested, and the reported issue was confirmed: the status light of the subject home monitor was constantly lighting in orange. - in-depth analysis of the returned unit revealed that the confirmed issue is due to a short circuit between the printed circuit board (pcb) and the ground. - the root cause of this short circuit is most probably associated to an issue at the manufacturing level.

Event description:
Reportedly, the status light of smartview hotspot (sn: (B)(6)) remained orange. The patient tried re-plugged the power cord and reconnected the connection cables several times. However, the situation remains unchanged.